Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's on button is faulty. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device's on button is faulty.

Manufacturer narrative:
The customer declined to proceed with repair. The device was returned to the customer unrepaired as requested. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's on button is faulty. As a result, defibrillation therapy may be delayed or unavailable, if needed.